Manufacturer narrative:
The device was returned to olympus for evaluation confirming the reported event due to a defective cable unit. The investigation is ongoing and follow up with customer is being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the 4k camera had had no image when plugged in and received error code e226 (communication error) with the scope. It is unknown when the issue was found and there is no known procedure information. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the error code b30 occurs when an abnormality in the communication between the endoscope and the processor. This communication failure could be caused due to a faulty cable. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.